Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported on (B)(6) 2017, a consumer experienced epithelial loss and a surface ulcer. At the time of report, the consumer's eye condition was unknown. Additional information was received on 04/17/2017, the health professional reported that all symptoms had resolved and the consumer was currently wearing eye glasses. Additional information was requested but not yet received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4). Updated manufacturing dates- 09/09/2015. (B)(4).